Manufacturer narrative:
Investigation summary: placement signal issue: due to a lack of sufficient clinical details, and no data logs or product returned, the cause of the placement signal issue cannot be established. Patient device interaction problem/cardiac perforation/pericardial effusion/cardiac arrest: due to a lack of sufficient clinical details and no product returned, the cause of the patient device interaction problem/pericardial effusion/cardiac arrest cannot be established.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Upon initiation, the placement signal waveforms became aberrant reading left ventricle 1000 with aortic placement signals that were disappearing. About 10 minutes into the procedure the signals disappeared entirely. The patient went into cardiac arrest and was found to have a large effusion. The patient passed away from this complication. Implanting physician suspects the impella perforated the left ventricle.